Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview 6 pro balloon was leaking. The btt balloon was not inflated with air, the balloon could not be blocked. The length of the evh incision prior to insertion of the btt was approximately 2.5 cm. The co2 insufflator flow rate and the pressure were set according to IFU pressure 10-12 mmhg / flow 3-5 l/min. No steps were taken to minimize leakage at the btt, they had to use a new system to successfully harvest veins. No procedural delay and no injury to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned for evaluation on 12/27/2022. An investigation was conducted on 02/09/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the btt. There were no visual defects observed. A mechanical evaluation was conducted. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. A leak were observed on the silicone balloon. The btt was unable to be inflated. Based on the returned condition of the device, and the investigation results, the reported failure "leak" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The c of c is available for review as an attachment to the record. The lot # 25163044 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.